Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 480 mg/dl due to which the patient went to emergency room and got hospitalized and treated by intravenous and fluids of saline and insulin